Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device provided clinically inappropriate anti-tachycardia pacing (atp) and shock therapy to this patient as observed in a stored episode. Therapy was exhausted in the episode. Boston scientific technical services (ts) indicated that the device provided therapy after the sustained rate duration (srd) features duration expired. Ts helped the boston scientific representative program the srd feature off. Programming off the srd feature allows the device to inhibit therapy as long as the devices rhythm detection enhancements meet the inhibit therapy criteria. The device remains in-service. No additional adverse patient effects were reported.